Event description:
This event was reported as 2+ mitral regurgitation which was noted on "tee". No patient injury reported. The valve holder "may" have been removed prior to seating of the valve . No further information was provided.